Manufacturer narrative:
Citation: jones tl et al. Is timing everything? Bioprosthetic valve fracture in valve-in-valve tavr. J card surg. 2020 nov;35(11):3242-3243. Doi: 10.1111/jocs.14979. Epub 2020 aug 25. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6) year old male patient who presented with severe symptomatic bioprosthetic aortic valve stenosis seven years after surgical aortic valve replacement (savr) with a 23 mm non-medtronic surgical valve. Subsequently, a 26 mm medtronic evolut r transcatheter valve (serial number not provided) was implanted valve-in-valve inside the non-medtronic surgical valve. Following evolut r implant, bioprosthetic valve fracture (bvf) was performed using a 24 mm non-medtronic balloon dilated up to 16 atmospheres. Post-procedural echocardiography showed a mean gradient of 16 mm hg without evidence of valvular or paravalvular regurgitation. At 30-day follow-up, transthoracic echocardiography exhibited a mean gradient of 16mm hg and mild to moderate aortic insufficiency. Approximately four months following evolut r implant, the patient experienced increased dyspnea and dizziness. Repeat echocardiography revealed moderate to severe central aortic regurgitation, which was confirmed with transesophageal echocardiography. Consequently, the evolut r was surgically explanted and replaced with a 25 mm non-medtronicsurgical valve. The physician/author stated that ¿significant degeneration¿ of the evolut r leaflets was observed upon explant. In addition, it was reported the patient experienced no signs or symptoms of endocarditis and there was no evidence of endocarditis noted on examination of the explanted evolut r. Per the physician/author, the sequence of events and early degeneration of the evolut r suggest leaflet damage may have occurred when bvf was performed following valve implant. The patient had a successful recovery after evolut r explant and redo savr. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Updated data: d4. Model #, catalog #, expiration date, serial #, and unique identifier (UDI) #. D9. Device was previously returned for evaluation (report numbers listed below). H4. Device mfg date entered. A search of the medtronic global complaint handling database with the provided device identifier serial number confirmed these observations have been previously reported via the two reports below: 2025587-2020-00513 (initial) 2025587-2020-00513 - follow up number: 001 (device evaluation supplemental) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight provided by the physician/author. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.